Event description:
It was reported the pt's right shoulder pns lead (off-label) had migrated (x-ray confirmed) and the pt was subsequently experiencing rib stimulation. Follow-up identified the scs lead was explanted and replaced, which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.